Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small piece of paper was found inside a bd plastipak¿ 50 ml hyperdermic syringe with luer-lok prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one unused sample of 50ll lot 1707270 was received. On visual inspection of the sample received it can be observed a piece of paper from packing process inside the blister stained of grease. This paper comes from packing process. In packing machine longitudinal cutters cut the paper that exceeds once the blisters have been sealed. This cut paper is moved away along a chain of the packing machine until a vacuum system which rejects it. The grease of the paper of the sample received comes from the chain of packing machine. DHR of lot 1707270 has been reviewed finding an annotation regarding the alleged defect. During packing process an incidence was detected in packing machine that caused broken paper. So, the paper that exceeded was not correctly moved away by the chain and remained attached and stained of grease. Once detected, defective product was rejected and mechanical team repaired the failure. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure ps-001.